Event description:
It was reported the patient presented for implant procedure. Prior to procedure, the delivery catheter exhibited resistance entering tether mode. During procedure, the leadless pacemaker (lp) exhibited high capture thresholds, low pacing impedance, and prematurely separated from the delivery catheter after fixation. The lp was successfully retrieved and implanted with a new delivery catheter. There were no patient consequences.